Event description:
It was reported that the patient experienced heating/burning at the pump pocket during an MRI in open scanner. Symptoms of burning at the pocket subsided approximately 1-2 hours post MRI. The hcp planned to follow up with the patient.

Manufacturer narrative:
(B) (4).